Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance issue. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.